Event description:
Pt revised for loose talar component.

Manufacturer narrative:
The device associated with this report was not returned. A depuy warsaw material research scientist reviewed the provided post-op x-rays and confirmed subsidence which suggests loosening. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was unavailable. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.